Manufacturer narrative:
(B)(4). The patient was instructed on proper diet. The patient was retrained on performing pd therapy. On an unreported date, the patient completed the course of antibiotics. The patient recovered from this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. During a call, the following was reported. On an unreported date, the patient was constipated for 3 days, which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with gentamycin (4mg, frequency and route not reported) for peritonitis. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.